Event description:
Consumer reports inaccurate readings from their plink meter. When comparing to another meter and how pt is feeling. Analysis run on clark error grid using competitive readings (67) as ref. Point vs. Bd readings 87 yield data points in the d range of the grid, outside acceptable limits.